Manufacturer narrative:
(B)(4).

Event description:
It was reported "control head pixalted - nothing visible. The additional information says ". The therapy was not delayed. They resolve the issue by pump exchange". The patient current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "control head pixelated - nothing visible" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "control head pixalted - nothing visible. The additional information says "the therapy was not delayed. They resolve the issue by pump exchange". The patient current condition is reported as "fine".